Manufacturer narrative:
The following devices were also listed in this report: unknown_cork_product; cat# unk_shc, lot# unknown. Trident alumina insert; cat# 625-0t-32f, lot# 5648203. Trident psl ha solid back 54mm; cat# 540-11-54f, lot# 13168501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported that an exeter stem, alumina head and liner that were revised due to fracture.

Manufacturer narrative:
The following devices were also listed in this report: unknown_cork_product; cat# unk_shc ; lot# unknown; trident alumina insert; cat# 625-0t-32f ; lot# 5648203; trident psl ha solid back 54mm; cat# 540-11-54f; lot# 13168501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding crack/fracture involving a exeter stem was reported. Material analysis confirmed crack/fracture of the stem. Method & results: product evaluation and results: visual inspection of the returned device noted the following: damages were observed on the stem, consistent with the explantation process in addition to the cement-mantle breakdown process. Debris was observed at multiple locations on the trunnion of the neck of the stem. Samples of the debris were placed on scanning electron microscope sem stubs for further analysis. Based on macroscopic features, the approximate direction of fracture propagation. The crack propagated from the lateral surface to the medial surface of the stem. Biological fixation was observed on the proximal surface of the acetabular shell. Material analysis of the returned device noted the following: the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole. The head fractured due to an overload condition. Eds showed the stem was consistent with astm f1586 alloy and the samples of debris were consistent with chromium oxide, iron oxide, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical information was received for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis concluded the following: the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker rep reported that an exeter stem, alumina head and liner that were revised due to fracture, update 05 march, 2019: material analysis of the returned devices concluded the following: the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole. The head fractured due to an overload condition. Eds showed the stem was consistent with astm f1586 alloy and the samples of debris were consistent with chromium oxide, iron oxide, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.